Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm replaced battery now and insert battery. Customer's blood glucose at time of incident was unknown mg/dl. The customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated the battery was not previously used. The customer was advised the pump will need to be replaced. The customer was advised they may continue to wear pump until l replacement arrives if they insert a battery.